Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed december 11, 2013.

Event description:
Per the clinic, the patient reported that the rechargeable battery overheated. The device was requested to be removed from service and a replacement battery was shipped to the patient. There are no allegations of patient injury.

Manufacturer narrative:
(B)(4).